Event description:
It was reported to boston scientific corp in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed the day before. According to the complainant, once the device was passed through the endoscope, the autotome rx sphincterotome "was disorientated when it exited the [endo] scope. Cannulating the ampulla was very difficult." The case was completed with a second autotome rx sphincterotome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Other (misorientation) - although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.